Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No failed battery test alarms or unexpected battery power loss alarm noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received replace battery now alarm. Customer's blood glucose was unknown. Customer stated that the insulin pump had received failed battery alarm. Customer stated that the self test was ok. Troubleshooting was performed. Insulin pump will be returned for analysis.